Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump did not turned on. Customer blood glucose at the time of incident was 5.4 mmol/l. Troubleshoot was performed. Customer had tried 5 new (B)(6) batteries but the insulin pump did not turn on. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to battery cap missing the metal contact. Installed a test battery cap and continued testing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.